Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. Visual inspection of the reported balloon catheter 2af283 lot number 12669 showed the device was intact with no apparent issues. The catheter passed the performance test as per specification. Upon inflating the balloon and performing the dissection/pressure test, a guide wire lumen kink was observed inside the balloon at 1.1 inches from the tip of the catheter. The pressure test was not showing any leaks. In conclusion, the reported balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the balloon catheter subsequently tested out of specification per the manufacturer's investigation.